Event description:
It was reported that patient fell and then complained of pain in their knee. Upon seeing the patient, doctor determined that the patient had damaged their pcl. The primary knee implants in the patients knee seemed to be loose. A revision was done to correct the patient's knee pain.

Manufacturer narrative:
The associated complaint devices were returned for evaluation. The visual inspection of the returned devices shows wear and damage on articular surface of the femoral component, also cement adhesion on bone / implant interface surface. The tibial insert shows surface wear on the articular surface. Damage was also on the inferior surface of the insert. The patellar component has articular surface wear, cement in the cement groove and damage to the cement surface. The tibial baseplate has damage on the anterior surface, cement on stem and fins and damage on the polished surface. A review of complaint history revealed no prior complaints for the listed lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A definitive root cause cannot be determined. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.